Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2017 for a large, embolic cerebral vascular accident. On admission, the patient's lactate dehydrogenase (ldh) level was normal. After admittance, the patient had an increase in lvad power and estimated flow readings, amber urine, and an increase in ldh level to 558 u/l. On (B)(6) 2017, the patient's ldh level was trending down to 429 u/l and urine was becoming more yellow. On (B)(6) 2017, it was reported that the patient¿s ldh level was stable at 200's u/l with no further pump power elevations. The patient was to be discharged to rehabilitation therapy. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the report of a suspected stroke could not be conclusively determined. The submitted system controller log file contained data from (B)(6) 2017 to (B)(6) 2017. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The system appeared to be operating as intended. Stroke and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.